Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was found to be dislodged during patient's in-clinic visit. Lead re-positioning was unsuccessful so the lead was explanted and replaced. Patient tolerated the procedure well and will be followed normally.